Event description:
Reamer appeared to have un-ravelled in humeral shaft. Op time not extended and no adverse affect on patient.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.